Event description:
It was reported that a spectrum iq pump overinfused during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing the reported problem was unable to be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Evaluation found the device passing flow accuracy testing with errors less than 5%. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.